Event description:
It was reported that the patient seemed to have an allergic reaction to the full implant at the device pocket and lead location. The patient¿s wounds ¿really struggled¿ to heal. The patient was reportedly tested for an infection and was given antibiotics but that didn¿t clear up. The blood count and swabs showed no sign of an infection. It was thought that the body was rejecting the foreign body which was why the wounds didn¿t heal. The whole system was consequently explanted. The reporter later indicated that the consulting physician decided that there was an underlying infection. The patient was treated with long term antibiotics which cleared the infections. The patient was to be implanted at a later stage.

Manufacturer narrative:
Concomitant: product ID 977a275, lot# 0207824604, implanted: 2014-(B)(6), product type lead. Product ID 977a275, lot# 0208719858, implanted: 2014-(B)(6), product type lead. (B)(4).